Event description:
It was reported that the coil fractured internally, requiring additional intervention and resulting in an unretrieved device fragment in an unintended location. An embold soft 4x30 was selected for use to treat a splenic bleed. During the procedure, the coil fractured and unraveled in portions of the main splenic artery and inside the base non-boston scientific catheter. Numerous attempts were made to snare the tiny filament but were unsuccessful. The unraveled micro coil was found to extend into the distal abdominal aorta, just above the bifurcation to the iliac arteries. The physician was able to capture the filament with a snare, but the filament broke further up the aorta. The physician was then able to remove a long segment, but failed to grab the small filament after multiple attempts. A small filament of the coil was ultimately left within the patient. The patient was expected to fully recover. It was further reported that prior to the coil fracturing, there was difficulty encountered retracting the coil into the microcatheter.

Manufacturer narrative:
Patient details were unavailable per the account. Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Patient details were unavailable per the account.

Event description:
It was reported that the coil fractured internally, requiring additional intervention and resulting in an unretrieved device fragment in an unintended location. An embold soft 4x30 was selected for use to treat a splenic bleed. During the procedure, the coil fractured and unraveled in portions of the main splenic artery and inside the base non-boston scientific catheter. Numerous attempts were made to snare the tiny filament but were unsuccessful. The unraveled micro coil was found to extend into the distal abdominal aorta, just above the bifurcation to the iliac arteries. The physician was able to capture the filament with a snare, but the filament broke further up the aorta. The physician was then able to remove a long segment of the filament but failed to grab the small filament after multiple attempts. A small filament of the coil was ultimately left within the patient. The patient was expected to fully recover.